Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the endotool software program recommended less insulin dose than expected. The endotool glucose mgmt system v7.2.188.3 was being used to manage the pt's blood glucose (bg) level. It was reported that the pt was previously discontinued from the endotool software on (B)(6) 2011. At that time, the pt's br&f values were 0.2 (dosing curve values). On (B)(6) 2011, at an unspecified time, the pt was restarted on the endotool software. The nurse entered the pt's current info into the endotool software. At an unspecified time, the nurse checked the pt's bg and obtained a value of 600mg/dl. The value was obtained from a point of care glucometer which has a maximum value of 600mg/dl. The endotool software displayed a recommendation of 1 unit bolus dose of regular insulin, a regular insulin delivery at a rate of 1.5 units/hr, and to check the bg measurement in 30 minutes. It was reported that the nurse did not deliver the recommended dose; however, an unspecified dose of regular insulin was delivered. The nurse contacted endotool support. During troubleshooting, it was found that the endotool software calculated the dosing recommendations based on the br and f from (B)(6) 2011 instead of calculation a new br and f based on the pt's current info. At an unspecified time, it was reported that the nurse updated the record and that the br&f values changed to a br value of 1.89 and an "f" value of 1.58. The nurse checked the pt's bg with a point of care glucometer and obtained a value of 600mg/dl. Endotool recommended 11 unit bolus dose of regular insulin and, a regular insulin delivery at a rate 13.5 units/hr and to check the bg measurement in 30 minutes. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.